Event description:
Reporter alleges silicone induced autoimmune disease, systemic lupus, erythematosus, discoid lupus, fibromyalgia, chronic fatigue syndrome, rheumatoid arthritis, hypothydroidism, elevated esr and ana, capsules and constant, chronic detrimental health with continual treatment and "mctd".